Event description:
Clinical randomized study. During a coronary artery drug eluting stenting treatment procedure a broken strut was found on a taxus express2 3.00x32 mmdrug eluting stent. The taxus stent was not implanted. The index procedure treated 2 target lesions. Target lesion 1 was in the mid left anterior descending artery (lad). Two taxus express2 stents were implanted in target lesion 1. Target lesion 2 was located in the intermediate artery and was the lesion being treated when the broken strut was observed. Another taxus express2 stent of the same size was implanted in the lesion. No patient complications were noted and the patient was listed in satisfactory/good condition.